Event description:
The doctor indicated that the "arch was crooked" and could not perform the surgical procedure correctly ("the screw was left out"), which extended the time of the surgery. Additionally reported by the user facility: "regarding the event that happened. I checked the instruments afterwards and it is not miscalibrated." Additionally reported by company representative: "on june 26th we have been notified by the doctor that the patient was left with a brachial nerve damage. He said that this occurs in around 30 to 60% of patients who soft tissue is pulled, and this is why he preferred to use the nail to the plate. As he was not able to block well with the arch, the bone cracked, he had to open it and when trying to put cerclage, the nerve was pulled more than necessary and the patient was left with that result. The recovery of the patient is expected into 6 weeks to 6 months approximately."

Manufacturer narrative:
Correction: refer to d4 lot number the alleged event was not confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. The returned device was conforming to specifications and was fully functional. Potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. Preoperative testing is required in the labelling; maintaining measures during and after re-processing is also highlighted in the labelling. Although a root cause could not be determined the alleged event was classified having been caused by a suboptimal intra-operative procedure and was regarded being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The doctor indicated that the "arch was crooked" and could not perform the surgical procedure correctly ("the screw was left out"), which extended the time of the surgery. Additionally reported by the user facility: "regarding the event that happened. I checked the instruments afterwards and it is not miscalibrated." Additionally reported by company representative: "on june 26th we have been notified by the doctor that the patient was left with a brachial nerve damage. He said that this occurs in around 30 to 60% of patients who soft tissue is pulled, and this is why he preferred to use the nail to the plate. As he was not able to block well with the arch, the bone cracked, he had to open it and when trying to put cerclage, the nerve was pulled more than necessary and the patient was left with that result. The recovery of the patient is expected into 6 weeks to 6 months approximately."